Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : other - device not returned; single use device.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay preformed on an unknown date using a kitted nasopharyngeal sample. Pcr testing (unknown platform) was performed on the same day with a kitted nasopharyngeal swab generating a negative result. The customer confirmed there was no harm or delay in treatment due to the results.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : other - device not returned; single use device.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay preformed on an unknown date using a kitted nasopharyngeal sample. Pcr testing (unknown platform) was performed on the same day with a kitted nasopharyngeal swab generating a negative result. The customer confirmed there was no harm or delay in treatment due to the results.